Manufacturer narrative:
Correction: b5 - no patient harm confirmed. Based on the updated/confirmed patient harm, the complaint was re-assessed. It is now considered to be non-reportable to the FDA.

Event description:
Update: patient harm was confirmed as "none".

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga705r - elan 4 air motor hose 3m f/foot control according to the complaint description, the burst of the air hose with loud noise during the surgery. Burst while drilling with a twist drill using ga749 during craniotomy. Only the outer hose burst near the doctor's hand. There was no patient harm. The adverse event / malfunction is filed under aag reference (B)(4).